Manufacturer narrative:
D4: UDI is unknown as the part number and lot number of the blade were not reported. H6: the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.